Manufacturer narrative:
This is a combined initial/final report. The result of the inspection by the fse on site confirmed that there is no problem with the wheels of the device. The hospital confirmed that the swing arm was not in fully extended position. However, it is uncertain whether the swing arm was in the transport position as required when the incident happened. An analysis of the customer-supplied pictures showing the damage indicate that the device was moved by pulling instead of pushing. Based on the information available, it can be concluded, that the m525 f40 was handled improperly during transport and positioning and that the user failed to follow the instructions given in the user manual. The leica m525 f40 complies with all applicable norms and regulations including requirements for stability and to prevent tilting. Using the m525 f40 improperly during transport and positioning, i.e. Other than required by the warnings on the device and other than described in the instructions for use, can have an adverse effect on the stability of the device. In extreme cases, improper use during transport and positioning can cause tilting of the m525 f40. The root cause can be traced to inadequate user handling.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) stating that when the nurse was pulling the m525 f40 post surgery back to preparation location the microscope tipped over. The m525 f40 hit the nurse. The CT examination revealed that there was no fracture, still the injury of the nurse`s shoulder was evaluated as serious.